Event description:
It was reported that a kind of eyelash (about 1cm long) was mixed into the unopened biopatch. The problem was found prior to use. There was no adverse patient consequence.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.